Manufacturer narrative:
The definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage.

Event description:
It was reported that during a femoral knee implant revision procedure, five blades broke at the mount. It was also reported that there was a twenty minute delay collecting the blade fragments and replacing the blades. It was further reported that there were no adverse consequences as a result of this event, the broken pieces did not fall into the surgical site and the procedure was completed successfully.this report is for the second blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a femoral knee implant revision procedure, five blades broke at the mount. It was also reported that there was a twenty minute delay collecting the blade fragments and replacing the blades. It was further reported that there were no adverse consequences as a result of this event, the broken pieces did not fall into the surgical site and the procedure was completed successfully. This report is for the second blade that broke.